Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received blank display. The customer's blood glucose level at the time of incident was 91mg/dl. Troubleshoot was conducted, but the display remained blank. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display and a constant tone alarm due to moisture damage on the electronics. Unable to verify the blinking display, on/off display due to the blank display. The pump was received with cracked battery tube threads, and a cracked reservoir tube lip.